Event description:
Vague report of fg 6201 pump reported to overinfuse. The medication involved was an unk experimental drug. The programming of the pump is not known but it was noted the infusion was intended to last for 2 hours and the entire bag had infused in just 30 minutes. The pump was not isolated for eval; the serial number is unk. It was noted 3 nurses verified proper programming and setup of the pump. No medical intervention was needed and no pt injury resulted.